Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the moderately tortuous distal circumflex (cx) artery. The 1.20x6mm mini trek balloon dilatation catheter (bdc) was soaked and prepped prior to use with no issues or leaks noted. After placement of a non-abbott guide wire, the mini trek bdc was advanced to the target lesion; however, there was resistance noted with the anatomy during advancement. During the first inflation, the mini trek balloon ruptured at 6 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Pre-dilatation was performed using two non-abbott bdcs, followed by deployment of a xience xpedition stent implant to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, xt-r, gaia; guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.